Manufacturer narrative:
Zoll approved business partner evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and impedance calibration without duplicating the report. The lcd color cable was recommended to be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display flickers. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.